Event description:
During deployment of the temporary vena cava filter, the filter basket got caught in an opening (hole) observed in the deployment sheath not allowing filter to deploy. The product was removed without difficulty and exchanged for another filter. There was no pt injury reported. There are no additional pt, vessel, lesion, or procedural information available. This product will not be return for evaluation and testing.